Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant creatinine result was unknown. The fse proactively replaced the sample arm, reagent 1 and reagent 2 probes, performed alignments and a system check. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant creatinine result was generated by the dimension rxl max with hm system. The result was reported to the physician, who questioned the result. The same sample was retested on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.